Manufacturer narrative:
This report is a duplicate of the manufacturing report number 1416980-2024-03399. All relevant information will be captured under 1416980-2024-03399. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from on the cassette was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) claria device experienced a system error (se) 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During the troubleshooting, the caregiver (cg) saw a leak coming from the door of the homechoice device. Renal therapy services (rts) had the hp inspect the cassette and the lines and a leak on the cassette was identified; further described as ¿the inside of hc seems to have crystallization¿. Rts assisted the hp to clear the alarm, remove the cassette and disconnect from the device. Rts explained the alarm and advised the hp to contact their peritoneal dialysis registered nurse to inform regarding the unfinished treatment. Rts reviewed proper procedures per the user manual with the cg and continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.